Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high and he noted that the cannula on the infusion set was bent. The blood glucose reading was 470 mg/dl. The customer declined troubleshooting for high blood glucose.